Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing pain at the midline incision site due to the lead splitters being placed there. The patient¿s lead also migrated causing painful nerve root stimulation. The patient will undergo a lead revision wherein the lead splitters will also be moved to a better location.